Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the following issue was observed on the device: ¿check IV set error - bottle side pressure sensor errors logged. Sent to sco for repair.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿I replaced the old pressure sensors to clear the 'check IV set' error that had come up. A visual inspections showed some corrosion on the right iui connector, so I replaced that too. During testing I saw that some of the segments were out on the display board, which I then switched out. The unit passed all of the pm tests I put it through after that.¿ reported problem cause description: "mechanical - electrical.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿